Event description:
Company representative has reported an event from a dealer where the mounting hardware for back of chair is broken. Additional information included that the unit has been repaired. Also reported was no harm or injury. If any further information is provided a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - the owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Of note: additional information included that the dealer did not have the serial number of the involved unit. Reportedly, the manual wheelchair had recently been issued to the end user.